Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 03311sg , frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush broke in half, while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was updated from 03311sg to 03311sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned. Review of trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Device history review performed for lot 03311sg s1 was acceptable. Retain sample for lot 03311sg s1 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains as reportable malfunction case in the united states. Additional information received on (B)(6) 2013. An increase in complaint was noted and could be attributed to an increase in shipment quantity. There was no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacturing. A field sample was received. The material of the handle had been changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. No adverse trends have been noted with this product or lot. Although the returned sample was broken, the manufacturer stated that the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces. They have verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The disposition of this complaint was undetermined. Monitoring of complaints would continue. This report remains as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 03311sg , frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush broke in half, while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 03311sg to 03311sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned. Review of trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Device history review performed for lot 03311sg s1 was acceptable. Retain sample for lot 03311sg s1 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 03311sg , frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush broke in half, while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 03311sg , frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush broke in half, while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 03311sg to 03311sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.